Event description:
Caller reported that insulin gauge displayed a different amount than expected, with the pump showing a static fill estimate of 95 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated caller on the cause of the static fill estimate, explaining it was due to a large variance in measured pressures used to calculate insulin remaining, and assured that the count would adjust as normal once this variance resolved. Caller understood and acknowledged the explanation.